Event description:
It was reported that the patient underwent a posterolateral fusion at l4-l5 using rhbmp-2/acs and local autograft. Less than two weeks post-implantation, the patient began experiencing increased pain. MRI taken at that time showed a collection of fluid between the dura and the adjacent posterior musculature at l4-5. A surgical intervention was performed to drain the fluid, which was described as "very thin" and inconsistent with a liquifying hematoma.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.